Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer checked tubing for leaks and cleaned a nozzle. The probe positions were adjusted. Precision studies were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with urea/bun and creatinine plus ver.2 on a cobas 8000 cobas c 701 module. The customer stated that the urea and creatinine results from the sample were high. The creatinine value was accompanied by a data flag. The results were clinically inconsistent with the patient's history. The sample was repeated on a second analyzer later that day. The repeat urea and creatinine results returned to the expected range. The customer noted that the sample volume was small and repeat testing was performed after the sample was aliquoted. No specific patient data was provided.

Manufacturer narrative:
No further issues were reported after the service actions were performed. The investigation determined the service actions resolved the issue.